Manufacturer narrative:
Incidental findings: wire fatigue. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. A review of the controller event log files spanned approximately 5 days (30jul2023 ¿ 31jul2023 and 16aug2023 ¿ 18aug2023 per time stamp). The backup battery fault alarm activated on 18aug2023 at 14:54:48 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the submitted controller periodic log file spanned approximately 11 days at 1-hour intervals (20jul2023 ¿ 31jul2023 per time stamp). The backup battery fault alarm was observed as active on 26jul2023 at 09:51:48 due to a load test fault. The alarm cleared prior to the event recorded on 29jul2023 at 01:51:36. The periodic log file captures events at designated intervals and so the onset of the backup battery fault alarm was not recorded. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. A root cause for the reported event cannot be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use, rev. C, section 8-¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an internal battery yellow wrench alarm while in (B)(6). The patient's international normalized ratio was 1.2. The patient has been instructed to silence the alarm and to stay on battery power. The patient went into the clinic where they reported that the alarm had stopped. A review of the controller history revealed no history of alarms. A review of the log file revealed no backup battery fault alarms but did note some periods of pulsatility index events. The periodic log notes emergency backup battery (ebb) faults on form (B)(6) 2023 at 0951 through to (B)(6)2023 at 0051 which resolved on its own. On (B)(6) 2023, the patient called the hospital to report that the ebb fault returned along with a yellow diamond low battery alarm. The low battery alarm resolved when the patient cleaned their batteries and clips. The vad coordinator elected to have the patient perform a controller exchange. It was noted that all alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.